Event description:
Customer contacted beckman coulter inc. (Bci) regarding erroneously low potassium (k) results generated by the unicel dxc 800 pro synchron chemistry analyzer.some examples of the results were provided. The original results were in the range of 1-5.3mmol/l and the rerun results were in the range 3.4-5.8mmol/l.the erroneous results were reported outside of the laboratory and corrected reports were issued. One patient was treated with potassium based on a low k result.

Manufacturer narrative:
Qc results were within the established mean. A field service engineer (fse) inspected the system and it was performing within specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.